Manufacturer narrative:
We have received the complaint device for evaluation and were able to confirm the failure. However, we were not able to determine the root cause(s) of the failure. A lot history investigation was performed. The device history record review did not reveal any discrepancies related to the complaint event during either the manufacturing or the packaging processes and there were no unresolved issues related to the complaint event. We also have not seen similar complaints for devices from the same lot. Therefore, it was an isolated incident. In addition, please note that no pt injury happened due to this incident.

Event description:
During an embolectomy procedure of the synthetic graft (terumo, grasil) the novasil catheter was inserted into the opened graft. After inflation of the balloon, the catheter was pulled as per normal procedure (performed the embolectomy). During retraction, the catheter's frictional feedback decreased. When the device was removed from the graft, a part of the catheter near the balloon was missing. Another device (novasil catheter) was used to perform the embolectomy again. As a result, a part of the missing catheter was removed from the graft. The operation was completed without any problems. No pt injury happened due to this incident.